Manufacturer narrative:
Inspection found a very small amount of burned gel on the lightsheer head. Cleaned gel off; verified chill tip was working properly. Verified energy calibration was well within specs. System is operating properly and ready for use. As of the following month, pt is healing well; has some small areas of hypopigmentation. An MDR will be filed for medical intervention and dirty tip on lightsheer head.

Event description:
It was reported that 4 pts developed blisters and welts following hair removal treatment with the lightsheer head of the lumenis one. In 2008, patient #1 reportedly received hair removal treatment to the bikini area, inner thighs and calf at previously tolerated settings. Pt returned to the office three days later; the doctor observed small superficial brown spots that were already healing. A blister was diagnosed on the pt's inner left thigh. The doctor gave the pt xenederm to prevent infection and scarring. Inspection found a very small amount of burned gel on the lightsheer head. An MDR is being filed for medical intervention and dirty lightsheer tip.